Event description:
It was reported that rack pushrod was damaged, with pushrod and rubber components coming apart and surrounding pushrod gasket appearing melted or degraded. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump until replacement arrived, and technical support arranged replacement pump, confirmed shipping address, advised customer that certain cleaning agents could damage gasket, instructed customer to place pump into storage mode before return, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to return damaged pump using prepaid label within 10 days, which customer understood and acknowledged.